Event description:
It was reported that the 10mm shaver tip broke off in the disc space. The broken piece was retrieved and there were no patient complications.

Manufacturer narrative:
(B)(4). Visual examination confirmed approximately 45mm of the instrument tip has been broken off, consistent with interface during use. Dimensional inspection confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with plastic deformation both above and below fracture, consistent with excessive force. A review of the device history records found no documentation to indicate a non-conformance to specification.